Manufacturer narrative:
This patient is: white - non hispanic, married with one child, non drinker, non smoker, no psychiatric history, excellent health. No other information is available regarding this event.

Event description:
In 2007, the patient had bilateral silicone breast implants implanted. Five months later, the patient committed suicide.